Manufacturer narrative:
The customer reported the analyzer "ran hot". There were no allegations of patient/user harm. There were no allegations of incorrect results. Currently it is unknown whether or not the device may have malfunctioned, as the device investigation is ongoing. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.

Event description:
The customer reported the analyzer "ran hot". There were no allegations of patient/user harm. There were no allegations of incorrect results.